Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a shoulder scope procedure the threaded portion of the anchor broke and remained in the patient. A backup anchor of the same mode was used and the surgeon changed from an arthroscopic to an open procedure.